Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic with a fever, pain over the insertion site and down the left chest, swelling and redness over the insertion site. Infection was diagnosed. The patient received antibiotics prior to scheduled explant. The patient's implantable cardioverter defibrillator and right ventricular lead were explanted, and the patient was admitted to the hospital for observation. The patient was stable during the procedure and was recovering post procedure. Related manufacturer reference number: 2017865-2019-11548.